Event description:
The customer used the device to check their blood glucose and obtained a result of 181 mg/dl. Customer felt hypoglycemic and their spouse gave customer a handful of skittles and a can of sprite. Customer still felt low and their spouse called emts. Emts checked their glucose and the level was 33 mg/dl. Emts administered a dextrose IV. Customer was taken to the hosp and released five hours later. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.